Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for errors. The blood glucose reading was not known. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed pump error 68, pump error 49 and pump error 23 immediately after battery installation and pump error 25 during self-test due to lithium backup battery was not properly connected into the printed circuit board however, after reconnecting the internal battery connector on the printed circuit board the pump was monitored and functioned properly. The insulin pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay and minor scratched lcd window.